Event description:
A heli-fx endoanchoring system was used during an endovascular procedure.  It was reported during the index procedure the anchor applier couldn't reload after deploying four endoanchors. When deploying the fourth endoanchor a strange sound was heard, when the surgeon attempted to load the fifth endoanchor , it wouldn¿t take it in all the way and was partially extended beyond the tip. The physician decided to use a new set to finish the case, two more endoanchors were deployed and the case was finished. It was noted post surgery that there was a small piece of an endoanchor seen broken off inside the applier tip and it was unable to be removed. It is unknown if this was an endoanchor that was deployed in the patient or one that had previously been attempted to be loaded and was broken in the cassette. The physician couldn't find a piece of broken endoanchor in the cassette or on the operating table. As per the physician the cause of the event cannot be determined.  No additional clinical sequalae was provided and the patient is fine.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis conclusion; there was no damage observed to the applier. A fractured endoanchor was loaded in the applier housing. The fractured endoanchor was successfully removed with tweezers and no damage was noted to the applier housing. The handle was opened, and no fluid or blood was observed within the handle. No corrosion was observed to the circuit board or connector pins. All wires and connectors within the handle appeared to be intact and properly connected. The battery was removed and measured 7.65v. A new battery was attached, and the unit powered up with the blue error flashing, the forward light unresponsive and the back light flashing. The eprom was read and presented the following codes (locn x code): oax05 battery low detection, 0bx08 ready again, 0cx07 drive motor operation time-out, 0dx17fatal. Applier was restarted in factory mode with the forward light flashing. The forward button was pressed, and the motor rotated. Back light was flashing; endoanchor was loaded and successfully deployed confirming the applier functionality. Analysis confirmed the reported fracture and that the applier functioned as intended after the fractured endoanchor was removed multimeter: cal # 1016502 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.